Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they went to the doctor at the end of (B)(6) 2022, they adjusted the stimulation and since then, while the patient was still seeing relief of their symptoms, the patient had pain from the stimulation. The patient stated it felt the same as when it was adjusted but they were told they'd get used to it but the pain never went away. The patient stated when they would lay down or bend over it would hurt and that it felt like they had "a probe up" them. The patient also noted that since they'd made the adjustment, they'd also fallen 3 times and they were told to have the system checked by a doctor but the patient stated they used to go to their managing health care provider (hcp) however their insurance changed and they had gone to a different hcp's office, though they weren't sure if they wanted to continue seeing that hcp because the patient didn't like their service. The patient stated they'd called the hcp office (patient services is not sure which hcp's office) and told them about the pain and the office told the patient to call [manufacturer] to switch programs. Patient services assisted the patient in connecting to their settings and the therapy was on. The patient then switched to a new program. The pain went away when they switched to the new program and the therapy turned off. The patient then turned the therapy back on and increased the stimulation to a comfortable level where they felt it in the bike-seat region. The patient then stated the stimulation sensation went away but that were going to monitor their symptoms and requested patient services send them hcp listings. Patient services sent the patient hcp listings and the patient was going to locate an hcp and make an appointment.